Event description:
Pt did not keep batteries in ms3 pump, lost all pump programming info: sn (B)(4) due for maint., 06/20/2018. Pt has another functioning pump, no adverse effect as a result of pump malfunction. Shipping another pump out today because we don't want pt to reprogram their own pumps. No further info available. The error did not occur while in use, it did not cause the pt any harm. We are currently working on getting a replacement sent out. Reported to (B)(4) by pt/caregiver. Dose or amount: 20 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.